Manufacturer narrative:
The insulin pump was received with a bleeding liquid crystal display due to cracked glass. Unable to verify the bolus anomaly complaint due to the damage to the liquid crystal display.

Event description:
The customer's mother reported that the insulin pump does not deliver the boluses at times. The mother said that the buttons were pressed properly, but the boluses were not delivered, and there was no record in the bolus history. The mother requested a replacement insulin pump. Nothing further was reported.